Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid and abdominal pain. The cause was not reported. It was not reported if the patient was hospitalized for the events. The patient was treated with unspecified antibiotics (doses, route and frequencies were not reported). At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.